Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, the physician opened the packaging of a prowler select plus 150/5cm (606s255x, 30959662) for inspection and flushed the microcatheter with saline. During flushing, it was found that a black foreign matter flushed out of the microcatheter. The catheter was not used in patient. Additional information was received indicating that the inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). The device not potentially in contact during prep with any cloth or material during the prep that may have been a source. One picture was attached to the complaint file in which it was noted that a black foreign matter is inside of a plastic bag. However, neither the packaging nor the device were shown in the picture. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was noted. The black foreign matter seen in the provided picture was not returned for evaluation. A microscopic inspection of the entire device's length was performed, and the microcatheter was found undamaged (i.e., no fractures, delamination or exposed wires). The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. The device was flushed with a laboratory sample syringe. After that, it was noticed that clear water was coming out from the distal end of the microcatheter. The issue regarding a black foreign matter coming out from the microcatheter was not able to be confirmed since during the functional test no abnormalities were found. In addition, the returned device did not present damages that may have contributed to the reported failure. Since the foreign matter observed on the picture was not returned to the laboratory, its source cannot be ascertained. It is possible that clinical and procedural factors, including device manipulation, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. A manufacturing record evaluation was performed for the finished device 30959662 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: in order to achieve optimal performance of prowler microcatheters and to maintain the lubricity of the hydrophilic surface, it is important that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. In addition, flushing aids in preventing contrast crystal formation and/or clotting on both the intraluminal device and inside the catheter lumen. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, the physician opened the packaging of a prowler select plus 150/5cm (606s255x, 30959662) for inspection and flushed the microcatheter with saline. During flushing, it was found that a black foreign matter flushed out of the microcatheter. The catheter was not used in patient. Additional information was received indicating that the inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). The device not potentially in contact during prep with any cloth or material during the prep that may have been a source.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which it was noted that a black foreign matter is inside of a plastic bag. However, neither the packaging nor the device was shown in the picture. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. The customer complaint was not able to be confirmed since the foreign matter was shown in a plastic bag and neither the packaging nor the device were shown in the picture. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.